Event description:
It was reported that the patient's seizures increased by 75% in the past year, and that the doctor has been increasing her seizure medication. No other relevant information has been received to date.

Event description:
The patient's generator was replaced. The generator was discarded per hospital policy. Pre-op diagnostics were noted to be normal. No other relevant information has been received to date.

Event description:
The patient noted that she was having increased seizure activity in march when her battery was found to be at 25%. The physician increased her medications and the vns settings. Patient is worried that the device is running low as she is still having breakthrough seizures which she did not have last year. The patient later reported that she was in the hospital as the fell during a seizure and broke her jaw. She noted that her battery is very low and she is concerned it is not fully functional. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Clinic notes were received noting the patient still has a small kind of seizure that occurs at least six to eight times a month. The patient reported that she has had an increase in seizure severity. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.